Manufacturer narrative:
Concomitant medical products: evis exera iii gastrointestinal videoscope, gif-hq190, serial number, unknown. The subject device was manufactured october 2021 based on the provided sterile/lot information "1k7197". The exact manufacture date could not be identified since the subject device was not returned. The subject device referenced in this report was not returned for evaluation. The facility discarded the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a therapeutic emergency procedure for the removal of a food bolus, the disposable distal attachment became dislodged from the evis exera iii gastrointestinal videoscope. The distal attachment device separated while the gastroenterologist was inserting the gastroscope into the patient's esophagus to remove the food bolus. The attachment became stuck in the patient's mouth. During the procedure, the first distal attachment and then three (3) additional attachments were used and applied by the endoscopy nurse, and all split along the same joint line. A total of four (4) devices failed during the same procedure. The three (3) additional attachment attempts occurred prior to being used on the patient. Only one (1) attachment became stuck in the patient's mouth. The procedure was prolonged due to the multiple attempts because the surgeon was unable to use the distal attachments. The procedure was completed successfully with other devices (grasping forceps, retrieval basket, and pronged grasper), with no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6), d-206-04/sn (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal final investigation. Please see updates to h6 and h10. The subject device has been discarded by the customer. However, the following items were returned instead of the subject product. ·one carton box in which the subject products were packed (model number: d-206-04). ·4 empty sterile packages of the subject products (model number: d-206-04). ·one unused product that was packaged with the subject products (model number: d-206-04). The lot number of the unused product was 1xk. (Manufacture date: oct 2021). (The same lot number as the subject product.) The unused product was visually examined and no abnormalities, such as deformation, were observed. The weld line of the unused product did not split. The inner diameter of the endoscope attachment section of the product was measured. No abnormalities were confirmed. A test was performed to confirm whether the returned unused d-206-04 split when an endoscope was attached to the d-206-04. The endoscope used by the customer was gif-hq190. Therefore, an attempt was made to attach the unused product to aomori olympus gif-hq190 (serial number: 27457750). High resistance was felt when the endoscope inserted into the unused product. The weld line of the product was partially torn. Since the distal end of the endoscope might get damaged, the unused device could not push into the endoscope and be attached to the endoscope completely. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on investigation result, it was determined that the subject product split due to the following reason: the endoscope gif-hq190 is not compatible with d-206-04. However, the subject product d-206-04 was attached to gif-hq190. The outer diameter of the distal end of the gif-hq190 is thicker than the inner diameter of d-206-04. Therefore, it's probable d-206-04 will split when pressing d-206-04 into gif-hq190 to specified position. A final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿-use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. - compatible endotherapy accessories.¿ olympus will continue to monitor field performance for this device.